Event description:
Report received from the USA stating that the device was giving error messages. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).